Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/13/2013 with the following findings: during investigation, the pump powered on and the display was blank. The pump case was opened and moisture was found on the display connector and the display flex connector.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display issue. The issue occurred suddenly on the same day as the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.